Event description:
It was reported that (1) device was used during a hemicolectomy. It was reported that the device was empty. Another device was used to complete the case. There was no consequence to the patient.